Manufacturer narrative:
Serial number was not provided. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the loss of caregroup alarm pop up windows at remote bedsides. No patient harm was reported.

Event description:
The customer reported the loss of caregroup alarm pop up windows at remote bedsides. The device was in use monitoring patients. No patient harm was reported.